Event description:
It was reported that pump displayed malfunction alarm while customer was working in very hot conditions. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared alarm with no recurrence, and was advised to continue using pump and call back if malfunction returned.